Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported an ongoing issue of res4plex assay (09n79) false positive results on the alinity m resp-4-plex assay (see ticket (B)(4)). They reported getting 4 false positive for cov-2 target and 1 false positive for flu-a target. Sample ID (sid) (B)(6) was run on the (B)(6) 2022 and re-run the same day. It was positive for the cov-2 target and was negative on the second run. Sid (B)(6) was run on the (B)(4) 2022 and re-run on (B)(6) 2022 on a second alinity m instrument (serial number [sn] (B)(4)). The sample was positive for the flu-a target and was negative the next day on the second alinity m instrument. Sid (B)(6) was run on the (B)(6) 2022 and re-run on the same instrument. The sample was positive for the cov-2 target and was negative on re-run. Sid (B)(6) was run on the (B)(6) 2022 and re-run on the same day. The sample was positive for the cov-2 target and negative on the second run. Sid (B)(6) was run on the (B)(6) 2022 and re-run on the same day on the same instrument. The sample was positive for the cov-2 target and was negative on the second run. The customer reported that some results were released to the physician, but the customer did not know which one. The customer stated that whenever there was a false positive, there was a delay in providing results to the patient, however there was no impact to patient management aside from a delay in results. Customer did not provide any other information. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
D4 has been corrected from model # to catalog #. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer data review was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. Amplification curves showed normal amplification. Customer was advised to do environmental swabs every week and introduced additional cleaning steps to avoid contamination during pre-analytic. Customer was also educated about assay limit of detection and precision. Follow up was performed with the customer. Issue did not seem to re-occur. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 (including the components) was performed to identify any records that were potentially related to the reported discrepant result complaint. The search did not identify any existing internal issues or nonconformances related to the reported complaint for lots 526393. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 526393. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 526393 was not identified.